Manufacturer narrative:
In this event it was reported that after pressing the reverse button on an aseptico endo itr motor, the motor jerked, causing a file to separate in the canal. Because investigation results are not available as of this report, it is presumed that the motor malfunctioned and caused or contributed to separation of the file, an event which could possibly require surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Furthermore, there have been previously reported events pertaining to malfunction of similar endodontic motors that possibly caused or contributed to separation of a file. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was returned to the physical manufacturer for evaluation and repair, though results are not available as of this report. Evaluation results will be submitted as they become available. Please reference report number 2320721-2005-00463 for documentation of the event as it pertains to separation of the file.

Event description:
It was reported that after pressing the reverse button on an aseptico endo itr motor, the motor jerked, causing a file to separate in the canal.